Event description:
During a transfemoral tavr procedure, physicians were unable to advance two sheaths past the ilio-femoral bifurcation. The third sheath successfully advanced, but upon removal, there was an iliac artery dissection and perforation that required intervention. It was noted that there was some calcium at the ilio-femoral bifurcation on the access side. The 20fr esheath would advance to the bifurcation and then would not advance any further. The sheath was removed and it was observed that there was an area that had ¿peeled¿ likely due to pushing on the calcium. A balloon angioplasty was performed on the left iliac. A second sheath was inserted, and could not advance past the ilio-femoral bifurcation. The sheath was removed and another pta was performed. The third sheath was successfully inserted and a 29mm sapien xt valve was placed without difficulty. Upon partial removal of the sheath, it appeared that there was a dissection flap at the iliac bifurcation. A self-expanding stent was placed without difficulty and the esheath was pulled back further. On digital subtraction angiography (dsa) it appeared there was a small extravasation from the artery with a small perforation. The patient displayed signs of instability with systolic bp of 80mmhg. Two covered stents were placed and the esheath was fully removed; upon removal the arteriotomy site was ¿compromised¿ and a surgical repair was performed. The patient received five units of packed red blood cells, four units of fresh frozen plasma, and one unit of platelets. At the conclusion of the case, the surgical repair was successful, post-op imaging looked good and the patient was stable. The minimum luminal diameter (mld) was 7.0 mm, with moderate calcification and severe tortuosity.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in technical summary written by edwards, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, patient factors (calcification and severe tortuosity) and procedural factors (pta to expand the artery) appeared to have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.